Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 13-dec-2024. Investigation summary: bd received samples and photos for investigation, which reveal various defects across different batches. The returned photos exhibit fm visible on the IV cannula and a broken male luer. For the sample returned from batch # 3145993, black fm is observed in the eye of the IV cannula. For the sample returned from batch # 2271009, a broken male luer is observed on the sample. No fm is observed on the IV cannula on the returned sample from batch # 2271009. For the sample returned from batch # 3357533, fluffy fm is observed on the tip of the IV cannula and 1 green fm is observed on the IV cannula. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has been confirmed for the lot 2271009, for the indicated failure mode: breaks off. This complaint has been confirmed for the lot 3145993, for the indicated failure mode: foreign matter - unknown. This complaint has been confirmed for the lot 3357533, for the indicated failure mode: foreign matter - unknown. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to using a bd vacutainer® flashback blood collection needle foreign matter was found on the IV needle. This occurred with four (4) devices. It was also reported that the non-patient cannula broke off one of the devices. There was no report of adverse impact to patients or users.

Manufacturer narrative:
Additional information was received on november 25th, 2024. The following fields were updated to capture the new information: b5. Describe event or problem: it was reported prior to using a bd vacutainer® flashback blood collection needle foreign matter was found on the IV needle. This occurred with four (4) devices. It was also reported that the non-patient cannula broke off one of the devices. There was no report of adverse impact to patients or users. Imdrf annex a grid: added a0401 - break (1069).

Event description:
It was reported prior to using a bd vacutainer® flashback blood collection needle foreign matter was found on the IV needle. This occurred with four (4) devices. It was also reported that the non-patient cannula broke off one of the devices. There was no report of adverse impact to patients or users.

Manufacturer narrative:
Two additional lot numbers reported: d4. Medical device lot#: 2271009. D4. Medical device expiration date: 09/30/2024. D4. Unique identifier (UDI) #: (B)(4). H4. Device manufacture date: 10/19/2022. D4. Medical device lot#: 3357533. D4. Medical device expiration date: 12/31/2025. D4. Unique identifier (UDI) #: (B)(4). H4. Device manufacture date: 02/04/2024. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported prior to using a bd vacutainer® flashback blood collection needle foreign matter was found on the IV needle. This occurred with four (4) devices. There was no report of adverse impact to patients or users.